Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Product was available for evaluation. A visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. Bin file analysis was conducted and failed. Customer allegation was confirmed and a probable cause could not be determined. No additional event or patient information is available